Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas repeatedly reverted to the initial setup screen and displayed a spinning indicator after being removed for a shower and placed on a charging pad, resulting in device unavailability; the device was replaced. Symptoms included none related to hypo- or hyperglycemia, and blood glucose was not impacted. Outcomes included the need for a replacement device and temporary interruption of ilet therapy while the customer continued cgm use independently. Investigation included customer troubleshooting over the phone, review of device behavior during setup, and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction consistent with an unexpected shutdown or reset during setup, suggestive of a hardware fault. It was concluded the issue was caused by an improperly installed battery at time of assembly.